Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 245mg/dl. The customer stated that his blood glucose was treated with a manual injection of 6.0 units of insulin. The call was disconnected and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.